Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years and 9 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, a transthoracic echocardiogram (tte) revealed an ejection fraction (ef) of 55%, a mean pressure gradient (mpg) of 35 mmhg, and a maximum velocity (vmax) of 3.8 m/s. A transesophageal echocardiogram (tee) was also performed, which revealed severe leaflet degeneration of the valve resulting in stenosis. Additional information was received indicating the patient had recently been placed on eliquis due to concern for valve thrombosis and had been on eliquis for approximately three months. The patient recently stopped one week prior. It was noted that the patient has been having increasing symptoms of lightheadedness and dizziness to the point where the patient is having near-syncope. An echocardiogram was performed revealing a significant increase in the transvalvular gradient from 18 mmhg to 35 mmhg with a maximum velocity near 4 m/s. Subsequently, a tee was performed, which revealed significant thickening and immobility of the tavr leaflets. It did not appear that there was any thrombus associated with the valve at this time. The aortic valve area (ava) was 0.95 cm2. It was indicated that the patient would require a valve-in-valve tavr. No surgery date was reported.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed the 26 mm sapien 3 ultra valve was under-expanded at 24.1 mm at mid valve. There were hypoattenuated leaflet thickening (halt)/thickened leaflets on all three cusps. There was also restriction of the leaflets. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve degeneration/deterioration that requires an intervention has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the device history record (DHR) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 2 years and 9 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, a transthoracic echocardiogram (tte) revealed an ejection fraction (ef) of 55%, a mean pressure gradient (mpg) of 35 mmhg, and a maximum velocity (vmax) of 3.8 m/s. A transesophageal echocardiogram (tee) was also performed and the tee revealed there was severe leaflet degeneration of the valve which was causing stenosis." Per the patient's medical history, the patient had vast comorbidities such as hypertension, morbid obesity, and previous aortic valve stenosis, which are known factors that may increase the risk of early valve degeneration/thickened leaflets, leading to stenosis, increased gradient and leaflet motion restriction. In this case, although a definitive root cause was unable to be determined, the available information suggests that the above mentioned patient pre-existing comorbidities may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.